Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful valve replacement. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful valve replacement. After implanting the valve, per the operative report, "the aortic valve was leaking moderately to severely. We looked, but it did not appear that there was any perivalvular leak. It appeared like it was only a central jet. We therefore went back on cardiopulmonary bypass, cross clamped the aorta and arrested the hear again. Again, we used antegrade followed by retrograde cardioplegia. We looked at the valve. We looked for stitches that could have caught the valve leaflets as we closed the aorta and there was none. The valve leaflets looked completely intact and appeared to close and be well approximated. The annulus and the ring did appear bent. The ring appeared well seated. The annulus did not look like there was a perivalvular leak. However, we could not find any mechanical reason for the problem, we thought it was most prudent to replace the valve."